Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012 the patient underwent the following procedures: anterior lumbar discectomy l4-5, l5-s1; anterior lumbar interbody fusion l4-5, l5-s1; insertion of prosthetic interbody cage device l4-5, l5-s1; fresh frozen corticocancellous allograft; bmp-2; anterior lumbar instrumentation l4-5, l5-s1 to treat the following pre-op diagnosis: severe multilevel lumbar disk degeneration and spondylosis l4-5, l5-s1; grade 1 lytic spondylolisthesis, l5-s1, with associated instability, 3. Progressive discogenic, spondylotic and spondylolisthetic mediated low back pain with l5 radicular features. Implants: prosthetic interbody cage devices size 14 mm, medium body, 6 degree lordotic, l4-5, l5-s1; bone fixation screws x 6, 5.5mm. On (B)(6) 2012 patient underwent the following procedures: retroperitoneal exposure of lumbar spine for anterior lumbar interbody fusion of l4-5 and l5-s1 interspaces to treat the following pre-op diagnosis: degenerative disk disease of lumbosacral spine. Per operative notes: ¿¿this was packed with fresh frozen cortical cancellous allograft wrapped in bmp and two soaked collagen sponges cages were then impacted in the midline disk space under direct visulation with fluoroscopic guidance utilizing a solitaire inserter distractor¿after completion of the discectomy and preparation of endplates, interspace was sequentially rasped and sized again to a 14 mm, medium body, 6 degree lordotic implant. This again was packed with fresh frozen cortical cancellous allograft wrapped in bmp-2 soaked collagen sponges. Interbody cage was impacted in the midline disk space under visualization and fluoroscopic guidance utilizing an inserter distractor¿ he was extubated and returned to the recovery room without apparent complication¿¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.